Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The device was not eligible for evaluation as it had reached its end of life and no longer supported by philips. It is not possible to determine the cause of the reported problem. The device has been scrapped.